Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter was reading inaccurately high. The patient tests his blood glucose 2 times a day. He tests once in the morning and also at night. His normal blood glucose levels are around 125-160 mg/dl. The patient takes 1 pill each of "glymepiride" (2 mg) and "fortamet" (1000 mg) everyday. The patient indicated that the reported meter issue had been reading inaccurately high for about 2 days. He was reportedly getting readings in the "300's and 400's" mg/dl. Due to the elevated meter readings, the patient decided on his own to increase the dosages of his oral medications. The patient started taking 2-3 tablets of each diabetic oral medication. On the same day, the patient obtained a meter reading of "300 mg/dl" and soon after started feeling shaky and sweaty. The patient disregarded the meter reading at the point and ate chocolate to treat himself. The self-treatment relieved his symptoms. The patient denied testing on another meter and did not seek medical attention from a health care provider. During troubleshooting, the customer care advocate (cca) noted that the patient's meter was not coded properly. The patient believes his meter was not coded correctly during the time of concern. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that his meter was reading inaccurately high, increased the dosages of his medications as a result, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.